Event description:
The caller reported she had a hi lo evac 7.5 endotracheal tube and the connector disconnected. The caller stated during routine q3 cass check with cass aspiration and suction line clearance, it fell off in her hand. The cass tube was in for 24 days. The patient was on a ventilator with settings-no rate- pressure support 5, peep 5, and fio2 30%. The caller also stated that the patient was not re-intubated as she was to be extubated the same day.

Manufacturer narrative:
The lot number is unknown. Covidien has requested that if available, the hi lo evac tube be returned for failure investigation. No analysis or conclusions can be drawn without the device or the lot number. If the device is returned and/or the lot number becomes available and failure investigation results provide new or significant info, a follow-up report will be submitted.